Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Tip of hemopro 2 sheath came apart and c-ring only had one guide wire attached. Vein had been completely harvested and more vein was needed so hp2 was reinserted into patient. This is when the broken c-ring was noticed. C-ring pin was missing and could not be located. X-ray of patient was done to confirm missing item was not inside the leg. No issues to patient. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The DHR was reviewed for the analyzed failure ¿break; blunt-tip¿. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot. The device was returned to the factory on 14sep2020 for evaluation. An investigation was conducted on 19oct2020. A visual inspection of the photographic evidence was conducted. Signs of clinical use and evidence blood was observed on c-ring, and clear collar tip (blunt tip) . It also shows that the scope wash tubing is detached from the c-ring and clear collar tip (blunt-tip) was also detached from the cannula. A visual inspection of the device was conducted. Signs of clinical use and evidence blood was observed on cannula handle, c-ring, clear collar tip (blunt tip) along the shaft of the cannula. There were no visual defects on the harvesting device. The c-ring on the cannula was observed to have been cut in half longitudinally and melted between the flanking curved areas. The scope wash tubing along with the other cut half of the c-ring were not returned for investigation. The c-ring remained attached to the cannula through the retention rib. Based on the returned condition of the device, the reported failure "break; c-ring" was confirmed and analyzed failure "break; blunt-tip" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Tip of hemopro 2 sheath came apart and c-ring only had one guide wire attached. Vein had been completely harvested and more vein was needed so hp2 was reinserted into patient. This is when the broken c-ring was noticed. C-ring pin was missing and could not be located. X-ray of patient was done to confirm missing item was not inside the leg. No issues to patient. The hospital did not report any patient effects.